Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024 on (B)(6) 2024 the patient developed redness, inflammation, drainage, and infection under the sensor patch. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. The patient treated with oral and topical antibiotic medications (doxycycline and mupirocin ointment, unspecified dosage). The medications were previously prescribed for the patient's dexcom (B)(6) 2023, skin reaction event. No additional patient or event information is available.